Event description:
It was reported that "inserted (B)(6) 2025, discovered pink hub leaking on (B)(6) 2025. Catheter removed. They saw a pinhole. Catheter was replaced with another PICC". There was no patient harm or injury. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the distal extension line contained a hole. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, which is damage consistent with a sharp object (i.e. Scalpel, needle, suture, etc.). The extension line outer diameter measured 0.094", which is within the specification limits of 0.093"-0.097" per the distal extension line extrusion product drawing. The distal extension line inner diameter 0.057" , which is within the specification limits of 0.055"-0.059" per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. Leaking was observed from the hole on the distal extension line. Performed per IFU statement , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through analysis of the returned sample. Visual and functional analysis revealed leakage from a hole on the distal extension line. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, which is damage consistent with a sharp object (i.e. Scalpel, needle, suture, etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.